Manufacturer narrative:
A photograph was provided by the customer for evaluation. The kit was not returned. Evaluation of the provided photograph shows the centrifuge bowl has dislodged from the centrifuge bowl holder. The customer reported that there was blood splatter in the centrifuge chamber, however this cannot be confirmed from the photograph provided. The leak detector strip does not appear to be damaged. The device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. A material trace of the drive tubes and bowl assembly used to build lot n234 did not find any non-conformances. All drive tubes are visually inspected and are 100% leak tested during manufacturing. The root cause of the drive tube leak was most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the operator. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak at the beginning of the treatment after 50ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned a photograph for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n234 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n234 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photograph is still in process. A final report will be filed when the analysis is complete. (B)(4) n.s. (B)(6) 2025.